Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure had occurred. The remote service engineer (rse) informed the customer to ensure that the cable between the data acquisition (da) printed circuit board assembly (pcba) and motor controller (mc) printed circuit board assembly (pcba) was connected properly. The customer confirmed that the cable between the da pcba and mc pcba were connected properly. The customer replaced the gas delivery system (gds) but this did not resolve the reported issue. The rse then advised the customer to try a different mc pcba, then a different pm pcba, and then a different cpu pcba. The customer confirmed that the unit was able to function properly after installing a different pm pcba. The rse provided the customer with the part number of the pm pcba to order and replace. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.